Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the distal part of the permanent cautery hook (pch) came undone. The instrument failure has been noticeable with increased frequency. The procedure was completed with no reported injury. Follow-up was performed and additional information was obtained about the complaint. It was reported that the instrument was faulty and the procedure was completed with an alternate instrument. The instrument was not removed with the cannula and the grips were not stuck due to the grip tip sticking out/dislodged jaw. There was evidence of the jaw/hinge being dislodged. The distal part of the instrument was broken and the instrument was inspected prior to use. The instrument did not collide with any other instrument or tool during procedure and no fragment fell inside the patient's anatomy. There was a 5 minute procedure delay and no injury to the patient.